Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 liter oxygen barrier bag leaked from its seam, around the ports. This occurred before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation. The device was visually inspected and functionally tested. Visual inspection did not reveal any non-conformities. The bag was inflated with air and leak tested under water. A leak was discovered between the bag ports. Closer visual examination of the leak area revealed that the bag had a lack of welding. The cause was determined to be due to a machinery issue during the manufacturing process. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.